Event description:
Edwards learned of a valve that was explanted after an implant duration of 12 years, one (1) month because it was "worn out, stenotic". There were no reported complications. Device was noted as not available for return.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information have been unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.